Event description:
Additional information received from the health care provider (hcp) reported that the patient continues to complain of pain episodes related to the pump movement and positioning. The cause for the pump movement had not been determined. The actions continue to be weaning of the intrathecal dose to remove the pump. The issues were not resolved.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration at 997 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the pump was implanted too close to her belly button and her belly button "pops out" when she coughed. The patient the pump was not implanted properly and moved around. The patient could pick up the pump. The patient was in a lot of pain that didn't want to "settle down." The patient's pain was located right in the center of the stomach. The patient noted the pump caused it to be painful to go to the bathroom, go on any long car rides, or sit for a long time. The patient noted she had to stand up to eat meals. The patient had requested the pump to be removed but the healthcare provider (hcp) stated they had to reduce the dose. The patient questioned how long it would take to reduce the dose and noted it's been going on for 1 1/2 years. The patient was to follow-up with their hcp. The patient had an appointment on (B)(6) 2016 to get more oral medication. She was unaware whether they would reduce the medications again. The patient noted having withdrawal symptoms when they reduced the dose of the pump. The change in therapy/symptoms was noted as sudden. The patient noted the withdrawals lasted a long time and the symptoms included throwing up every day and every night, jerks and twitches that lasted a long time, and increased pain. The patient experienced withdrawal from the dose reductions on (B)(6) 2015 and (B)(6) 2016. A previous dosing of the fentanyl was noted as 3000 mcg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.